Event description:
It was initially reported by the physician's office that the handheld device was malfunctioning, no specifics were provided. The handheld and the software were returned to the MFR for eval. Product analysis is planned but has not been completed.